Event description:
The customer reported communication (b30) error causing images to be lost during a diagnostic colonoscopy procedure involving an olympus colonovideoscope. The procedure was completed with an olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.